Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens). The patient reported that they were happy until they catheterized at 5:25. The patient noted that they were not sure why and was surprised that they catheterized more than they voided. Additional information was received from the patient on 2017-nov-05. The patient reported that they were doing better but noted that they were not feeling stimulation. The patient went to increase the stimulation and received a ¿settings not available¿ message and a ¿no wires connected¿ message. Troubleshooting was attempted a few times with no luck and the patient noted that they believed that the leads may have detached. Additional information was received from the patient on 2017-nov-06. The patient reported that the device quit working at 1 p.m. The day before report. No further complications were reported or were expected.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that serial number still remains unknown. Patient went to implant surgery. Patient mentioned that retention was pre-existing and catheterization was standard care of the patient. The cause of device issues still remains unknown.